Event description:
It was reported that the device ruptured. A 2.50 mm x 32.00 mm synergy xd drug-eluting stent (des) was selected for use. The balloon burst and the stent was not implanted due to the loose mesh. There was no patient complication reported.